Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a device replacement procedure this left ventricular (lv) lead exhibited an increase in pacing impedance and pacing threshold measurements. Fluoroscopy identified the lead was fractured and also had insulation damage. The lead was surgically abandoned and a new lv lead was implanted. No adverse patient effects were reported.